Manufacturer narrative:
The return product was evaluated. The event log was performed. It was confirmed that the device had system error.

Event description:
On 11/27/2023, infutronix received a report that a pump had an unknown issue, causing delay in treatment. The device was returned for evaluation.